Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture (tsp), the transseptal puncture tent was nearly touching the back wall of the left atrium. After the tsp, there was a drop in blood pressure. No pericardial effusion was noticed on echo so the procedure continued with exchange for a guidewire and then a double curve watchman truseal access system (was). At that point the patient's heart rate was extremely bradycardic. An echo determined a large posterior pericardial effusion. A pericardiocentesis was performed with 400 cc of blood being removed from the pericardium and the patient stabilized. The patient was sent to surgery and the cardiac surgeon discovered the hole which was exactly where the tenting was during transseptal puncture. The patient was brought back for another surgery the next morning due to post operative pericardial oozing. Post-operatively, the patient was extubated and exhibited no physical or mental damage from the incident.